Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04140, 3006705815-2019-04141. It was reported the patient does not like the feeling of the stimulation and the patient believes the ipg was not functioning properly. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The report that the patient was dissatisfied with therapy was not confirmed. This issue cannot be confirmed with product testing alone. As received, the ipg was responsive and communicated with lab utilities. The device was running the therapy application and functional. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. Bench testing did not reveal any stimulation anomalies when using tonic or burst program settings. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that would contribute to the reported issues was observed. The root cause of the reported issue could not be conclusively determined.